Manufacturer narrative:
This is the same event as 3010536692-2016-00104.

Event description:
Allegedly, patient was revised due to mom complications. (Right)

Manufacturer narrative:
Additional patient and device code received.